Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician unscrewed the lead from the device so it could be repositioned. When the physician tried to screw the lead down, the screwdriver could not get into the setscrew. Another screwdriver was used, but the setscrew seemed to be stuck. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.